Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 540 mg/dl. The customer experienced symptoms such as very thirsty. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer reported that the insulin pump was not working as the customer was taking manual injection to treat high blood glucose. The customer¿s blood glucose level now at the time of incident was in 400¿s to 500¿s mg/dl and current blood glucose level was 565 mg/dl. The customer reported that the drive support cap was normal. The customer¿s blood glucose level at the time of incident during emergency room visit was 400 mg/dl and current blood glucose level was 397 mg/dl. The insulin pump will not be returned for analysis.